Manufacturer narrative:
Additional narrative: the complaint states (B)(4): study undertaken to determine the risk of developing heart failure in a specific patient population following the use of asr xl in men who received tha between (B)(6) 2003 and (B)(6) 2012. A total of 2115 men were included; (B)(4) received mop prostheses and (B)(4) received asr xl prostheses. Patients with asr xl prostheses had a significant increased risk of hospitalisation for heart failure. (B)(4). A complaint database search could not be conducted as no product codes were received. A review of manufacturing records could not be conducted as no lot numbers were received. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). It should be noted that the asr range was voluntarily recalled in 2012. It should also be noted (B)(4) has been created to investigate the (B)(4).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Ref. Wwcapa (B)(4); there is an ongoing investigation regarding the root cause(s) and/or corrective actions. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported via literature that a study relayed that 87 patients with asr xl prosthesis had a significant increased risk of hospitalization for heart failure.